Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified; however, the investigation for the alleged occlusion could not be completed due to the malfunction findings.

Event description:
It was reported that an occlusion alarm occurred during bolus delivery and subsequently, an unidentified malfunction alarm occurred which resulted in the pump touchscreen going blank. Customer charged pump for an hour and pump screen did not turn on. Customer's blood glucose was 227 mg/dl. Customer reverted to using manual injections for insulin therapy.